Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an interventional triclip procedure. Reportedly, 2 prostyle devices failed as the sutures [suturing devices] could not be removed from the groin. The sutures of 2 new prostyle devices were successfully pre-placed and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss was observed as an anterior needle to cuff disengagement. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device observations indicate the anterior needle tip was initially engaged/ connected to the anterior cuff and likely disengaged during step # 3 plunger retraction due to an interaction with patient anatomy or needle/suture pulled beyond the point of tautness during. Additionally, it is likely that the observed disengagement of the anterior tip from the anterior cuff resulted in tangling of the suture with the device due to an incomplete strike of plunger withdrawal/ retraction and contributed to the reported difficulty removing the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional information was received: the two prostyle devices had cuff misses and easy removal was not possible due to placement of the sutures. It was noted that placing the suture [retrieved suture limbs] above the vessel [distal to the access site] allowed easy pullout. With the replacement devices, the suture limbs were placed distal to the access site which allowed the devices to be successfully used to achieve hemostasis. No additional information was provided.